Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report. (B)(4).

Event description:
Reportedly, on (B)(6) 2018 during a pacemaker implantation procedure, the subject lead was taken out of the package and inserted into the patient¿s right ventricular apex. With the lead tip fixed in the right ventricular apex, the lead was tested using a pacing system analyzer (psa); as a result, ventricular capture failure was observed while the r-wave amplitude was measured at 6 to 8 mv and the ventricular lead impedance at 600 ohms. After the lead was re-fixed in the right ventricular apex following repeated repositioning and lead tests by the psa, blood pressure decrease, bradycardia (10 to 20 bpm), vomiting, and convulsion were observed. Pacing was urgently applied to the patient using the lead and the psa. An echocardiographic examination was performed since cardiac tamponade was suspected; although a slight extent of pericardial effusion was suspected, no conclusive diagnosis was made. The perforated site was also unable to be identified. As the patient¿s condition remained unstable, the lead was connected to the pacemaker. The atrial lead, which had been already implanted during the procedure, was also connected to the pacemaker. After normal pacing behavior was observed, the implantation procedure was completed. Following the implantation procedure, CT revealed a perforated site in the ventricular apex. The identified site was suspected to be the one where the lead was fixed first considering the fact that ventricular capture failure had been observed from that site. On (B)(6) 2018 the patient¿s condition had improved and become stable. There was no sign of bleeding from the perforated site and a pacemaker check revealed no abnormalities relating to the pacing system. The patient was decided to be monitored under blood pressure control.